Event description:
The peritoneal dialysis patient reported moisture on the pump heads noted when breaking down the machine. The patient was in the middle of fill 2 before stopping due to draining too slow. The patient's effluent was clear. No prophylactic antibiotics were used. Sample was sent with the cycler.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling material, and process controls were within specification. See related MDR numbers: 8030665-2013-00924.